Event description:
Reporter indicated that patient has been implanted for almost three years and has reportedly been seizure-free for 14 months. It was reported that for the past few months, the patient has had an increase in seizure activity and can no longer perceive stimulation. The reporting physician increased the patient's device output current to 3.5ma and the patient still did not feel the stimulation. Device diagnostic testing was within normal limits and the eri (elective replacement indicator) flat was no, indicating that the generator was not at end of service. The reporter was not the patient's usual neurologist. The reporter was unfamiliar with the patient's history and felt that the history obtained from the patient and their family may be unreliable. Reporting physician plans to refer the patient back to their usual neurologist. Patient's inability to perceive stimulation may indicate device malfunction. Attempts to obtain add'l info have been unsuccessful to date.